Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a crack on reservoir compartment. The customer is not aware how this occurred, but reservoir is unable to hold with security. Advised customer the insulin pump will be replaced. Customer agreed to return insulin pump. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump was received with the reservoir tube lip partially broken off. The reservoir does stay locked in. The pump was received with minor scratches on the lcd window.